Event description:
Assistant took an x-ray of a patient to get a wisdom tooth removed. They looked at the results and thought they looked ok, so they sent them to the oral surgeon which read the x-rays and he started to do the procedure for removing the wisdom tooth on the upper left side. As he was cutting the gum, he discovered that he was on the wrong side. He should have been on the upper right side. He stitched it up in time and took care of the correct side. It was later determined that the assistant put the cassette in backwards causing the r & l to be switched.

Manufacturer narrative:
Surgery was performed on the wrong side of the mouth because the user inserted a panoramic x-ray cassette into the x-ray unit backwards. It was stated that the assistant placed the cassette into the machine backwards causing the r & l to be reversed. The unit itself did not malfunction and cassette was clearly marked "tube side". The directions for use clearly describe proper loading and orientation of the x-ray cassette.